Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
Disconnection hemoglide catheter and dialysis venous line 2 1/2 - 3 hours after the start of the procedure. Date of placing 2008 via internal jugular way. Patient's consequences cardiorespiratory arrest and malaise. = CPR, intubation, ventilation. Transfer of the patient in the intensive care unit.